Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 20-june-2024, it was reported by the patient that infusion set fell off due to which hyperglycemia occurs within 2 days of use. High blood glucose level was 324 mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.